Manufacturer narrative:
Reference MFR report # 2916596-2017-03299 for the report of the patient's previous admission for driveline infection. The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to clinic with increased driveline drainage. The patient has been taking keflex since previous discharge. The drainage has not improved and patient¿s temperature at 98.3°f was within normal limits. However due to the patient not improving since previous discharge, the patient was admitted on (B)(6) 2017 for the ongoing driveline infection. Wound culture was positive for staphylococcus aureus and suspected a recurrence of (B)(6). Blood cultures remained negative. A peripherally inserted central catheter (PICC) line was placed for a six week course of cefazolin 2000 mg q8h infusion. The patient was to continue to use gauze with paper tape to avoid possible irritants to the driveline site. On (B)(6) 2017 the patient was discharged home with stable vitals and white blood cell count (wbc) at 6.9x109/l, temperature at 98.1°f, inr at 2.6. No additional information was provided.

Manufacturer narrative:
A correlation between the reported driveline infection and the evaluation of the left ventricular assist system (lvas) could not be conclusively determined. The device was returned assembled with the pump cable cut approximately 13.5 inches from the bend relief and the severed portion was returned. The modular cable was returned properly attached to the distal end portion of the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned, secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. The depositions was well adhered and did not appear to have obstructed the blood flow pathway. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2018 due to ongoing driveline (mssa) infection after 6 weeks of antibiotic infusion therapy.